Manufacturer narrative:
Date of report: 07jun2019. Date rec'd by MFR: 06jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. Multiple attempts were made to obtain repair information of the device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported battery indicator amber.it is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified; estimate used.